Manufacturer narrative:
Customer stated that qc is recovering within the acceptable range. No system issues were noted by the customer. This event is a reagent related issue. Thus, service was not needed for this event. A newer lot of rf reagent will be sent to the customer.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining falsely positive rheumatoid factor (rf) results generated by the unicel dxc 600 pro synchron chemistry analyzer. The erroneous results were reported out of the laboratory. The samples were retested with an alternate calibrator that confirmed the samples to yield negative rf results. Patient treatment was not affected in this event. This reportable event captures the rf results that were generated on (B)(6) 2011. This report is related to the following mdrs that are being reported on different dates for the similar events that occurred at this customer site: 2050012-2011-00726, 2050012-2011-00727, 2050012-2011-00763, 2050012-2011-00728, 2050012-2011-00729, 2050012-2011-00730, 2050012-2011-00731, 2050012-2011-00733, 2050012-2011-00734, 2050012-2011-00735, 2050012-2011-00737, 2050012-2011-00738.